Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The pump was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage to case. The pump was received with operating currents within specs and passed self-test. The pump was returned for low battery alarms. The power graph analysis confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The pump was received with faded serial number label. The pump was received with cracked case on the back at the battery tube area, cracked keypad overlay at select button, minor scratched display window case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery longevity lasted 1 day. The customer stated that anomaly persisted with replacement battery cap. The product was returned for analysis.